Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had piece missing casing at reservoir area and buttons less responsive and harder to press. The customer¿s blood glucose was unknown at the time of incident. The customer reported that the insulin pump had diminished battery life, slower or louder during rewind and random unexplained no delivery alerts. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with broken reservoir tube lip noted. The test reservoir was able to lock in place. Device received with intermittent button response due to corroded keypad traces. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test , occlusion test, off no power test, self test and all operating currents test. No unexpected low battery alarm were noted. No anomaly noted during testing. No button error alarm during testing.